Event description:
It was reported that during a liver transplant (recipient) procedure, a newly opened device was used to transect the right hepatic vein. When the doctor fired the stapler, he found that he needed to use a higher force than usual. He replied he didn't use any clips near the vessel. After firing completely, he found that bleeding occurred at the proximal part of the jaw. Some malformed staples were also found next to the bleeder. But some "b shaped" staples also formed normal at the distal part. The doctor used suture to tie up the vessel and stopped the bleeding immediately and under control. Patient's condition after the surgery was normal. The doctor also opened another new like device for middle hepatic vein and left hepatic vein with the same lot number. Everything was fine with these two firings. One device is being held by the hospital.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: is the device going to be released for return? Yes, pending released by our hospital authority how much blood was lost (ml)? Not much as clamped immediately once discovered. Did the patient require a transfusion? The patient had transfusion but dr. Chok commented that it was normal for liver transplant case, and not because of the product¿s problem. Was there any other patient consequence or change in the post-operative care of the patient as a result of the event? No.

Manufacturer narrative:
(B)(4). Additional information: batch # m5229h. A photograph was reviewed and the event could not be confirmed. The cartridge appears to have been subjected to a full firing cycle since the drivers can be seen all along the cartridge deck. No abnormalities seen in the photographs. The analysis results found that the atw35 device was received in good visual condition and with a tr35w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.